Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00352 and 3002806535-2021-00354. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00352-1. 3002806535-2021-00354-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021.